Event description:
It is reported that the articular surface would not engage the baseplate properly.

Manufacturer narrative:
Eval summary: an eval of the device concluded that one of the inner dovetail lips is compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Eval: a nexgen prolong articular surface was returned with the complaint for review. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications.